Event description:
A caller reported encountering a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the customer was guided through a pump reset by technical support, and the sensor session was successfully started without displaying the error code again.